Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a lack of aseptic technique during ccpd therapy at home as reported by a medical professional. Lack of aseptic technique or touch contamination is the most common source of transmission of peritonitis causing pathogens. The liberty cycler set can be excluded as a source of this infection. Based on the available information, there is no specific allegation or objective evidence indicating a device or product deficiency or malfunction, caused or contributed to the patient¿s adverse events. Plant investigation: a sample was not returned to the manufacturer. As the lot number was not provided a manufacturing review was performed on the products shipped to the patient for a 3 month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A patient contact reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was admitted to the hospital on (B)(6) 2021 due to complications from covid-19. The patient was incidentally found to have peritonitis during this admission. Laboratory testing was conducted in the hospital, but the results were not received by the outpatient clinic. Additionally, the patient¿s presenting symptoms, treatments, medications and care progress conducted during this hospitalization were not reported by the hospital. The patient was diagnosed with peritonitis on an unknown date in the hospital due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was transitioned to hemodialysis (hd) through a central vascular catheter on a hospital provided hd device (unknown brand and model) during this admission due to the severity of the patient¿s overall condition. It was reported that the patient had a complicated hospital course due to the covid-19 diagnosis and subsequently expired on (B)(6) 2021 due to a cardiac arrest, unrelated to renal replacement therapy.